Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture diagnosed via ultrasound. The device has been explanted and replaced with a non-allergan device.